Event description:
A medtronic representative reported that, while in a spine procedure, the reference frame screw would disconnect and was becoming loose. The surgeon used sterile strips to affix the reference frame for navigation. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported there were no patient complications as a result of this procedure, as the surgeon discovered and corrected the issue before navigating. Return requested. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The suspect frame was returned for evaluation: the starburst attachment block has been impacted dislodging it from the frame. As a result, both threaded screw holes have been stripped not allowing the block to be reattached. The block attachment screws are also bent from the impact. Physical damage occurred causing the reported event. A new frame was ordered by the site for issue resolution.